Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noise on the right ventricular rate/sense channel resulting in a pause of 2.5 seconds. The patient had been upgraded from a cardiac resynchronization therapy pacemaker (crt-p) system and had received a new implantable defibrillation lead. The episode was reviewed by boston scientific technical services (ts) and it appeared the device had oversensed air bubbles in the header. The patient was seen the following day and no further noise was observed. No adverse patient effects were reported.